Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .032 offset at the tip indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported were scratches on the surface of the distal pulley. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument did not follow the surgeons commands. The instrument was not used on the patient. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.